Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2016-00341. The reported complaint was not verifiable. The saw was switched out (refer to emdr #1828100-2016-00341). The user facility employee stated they found another tip so they replaced the tip and disposed of the suspect tip. No part will be returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during pre-cardiopulmonary bypass procedure, the sternal saw tip was bent. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.